Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to constant motor error alarm. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was not known. Nothing further was reported.